Event description:
According to the report: the customer reports that the anvil didn't tilt properly. One of the wings of the anvil appeared to be bent, not allowing proper anvil connection with the instrument. The surgeon re-opened the pt to remove the anvil. Also, the surgeon had to re-do the purse and introduce another anvil.